Event description:
The home patient (hp) contacted baxter's technical service center regarding questions about therapy which occurred on the homechoice during use during dwell 1 of 4. The hp stated that the patient line had disconnected from the catheter while in dwell, and she was wondering if it was safe to reconnect. The baxter technical services representative advised to start over with new supplies and for the hp to contact her nurse about the incident. Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2011. She stated that the disconnection was between the catheter connector and the catheter adapter. She stated that she did not note anything unusual about her transfer set, but that she had contacted her nurse about the event. The nurse had replaced the transfer set the following day. Therapy has been going well since. There were no adverse effects reported in relation to this incident. Bps contacted the registered nurse on (B)(6) 2012. She stated that there were no defects in the transfer set or catheter, and that it had "just come apart". The transfer set had been discarded. The nurse had no further information on the transfer set or the maker of the catheter adapter. It was not a titanium catheter adapter produced by baxter, but a plastic adapter from an unknown company. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr, because the product code and lot number are unknown. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.